Event description:
Ous MDR - this lead was explanted because it was delivering inappropriate shocks. No adverse pt side effects have been reported.

Manufacturer narrative:
Ous MDR - upon receipt, the analysis demonstrated that the integrity of the lead was compromised due to abrasion of the lead's insulation. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics, the geometry and the location of these damages, it is reasonable to assume that the lead had been subject to excessive and continuous mechanical stress. The interaction with the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Additional damages, such as the cuttings in the outer insulation, the dissection of the wire resulted, most likely, from mechanical stress during the explantation procedure. Analysis demonstrated that this was due to coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. The analysis did not demonstrate any sign of a material or mfg problem.